Event description:
It was reported that the patient presented during clinical follow-up, experiencing discomfort due to extra-cardiac stimulation. Upon interrogation, it was noted that the patient's right ventricular lead exhibited high capture threshold. Noise oversensing, and under-sensing. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up, experiencing discomfort due to extra-cardiac stimulation. Upon interrogation, it was noted that the patient's right ventricular lead exhibited failure to capture, noise oversensing, and under-sensing. Programming changes were performed. The patient was in stable condition.